Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 had no power. No patient adverse events reported.

Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection of the device found a broken pole clamp, wear and tear damaged enclosure, tank cover, plate clip, and line cord, and an outdated pcb, power switch, and front cover. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems or issues were identified during this DHR review. Device was powered on, and noted to have no power, as a result of a connection between the pcb and power switch damaged. The problem source has been determined to be design.